Event description:
I am a diabetic, and have maintained my level at around 130-145 with free style. I test from 79-, 170, -140 at the same testing, same site, within seconds of each other. So what is my actual count? This has happened several times, I got the enclosed recall, but they say freestyle isn't included. My question why not - same problem as recall. I was switched by (B)(6) from one step to free style as they would no longer support one step which I have used for year and no problem - this unit is all over the place. I have been testing and maintaining my blood sugar for over ten years with food and pills. My normal level is -130-145- with this unit. It may be 79, 170-140 from same site and within seconds so you have no clear idea what your count is. Enclosed is a recall for this problem, I called and was told this lot was not on recall. Why not, this is the exact problem I have with it. I used "one step" for years, supported by (B)(6), but they stopped supporting it and switched to freestyle. Then started having this problem. (B)(6) switched me to free style. From one step blood sugar testing to free style. Strength: 0.01 mg. Quantity: 50 per box. Frequency: once per day. How was it taken or used: prick finger. I test three times at once the range is -79-170-140. Family doctor - (B)(6). Cardiologist - (B)(6). Ophthalmologist - (B)(6). Orthopedic - (B)(6). Urologist - (B)(6). Neurologist - (B)(6). Dermatologist - (B)(6). Dermatologist - (B)(6). Cardiac surgeon - (B)(6).